Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed sodium (na) result on a patient sample was obtained on the dimension exl 200 integrated chemistry system. The customer stated that quality control (qc) level 1 and level 3 results and calibration were within acceptable lab range prior to running patient samples. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent related causes were ruled out based on the review of qc and also observed that air and liquid values of standard (std) a and std b were within the normal range. The customer recalibrated the integrated multisensor technology (imt) successfully. Qc were run and were recovered within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the analyzer and replaced the x2 tubing, ran conditioning, and adjusted the pump rate. Based on the available information, there is no evidence of a reagent or instrument scenarios. The cause of the event is unknown. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. No further evaluation is required.

Event description:
The customer reported that an erroneously depressed sodium (na) result was obtained for a patient sample on the dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on the same dimension exl 200 integrated chemistry system. The repeat result was higher than the initial result and was considered correct. The patient was sent to the emergency room (ER) due to the depressed result. A new sample was drawn again in the ER and tested; the result obtained was similar to the previous repeat result. Both repeat results were consistent and considered correct. The redrawn sample result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to this event.